Event description:
It was reported that this right ventricular (rv) lead was repositioned due to failure to capture and high thresholds. The rv lead remains implanted and in service. No additional adverse patient effects were reported.